Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller stated the patient's ins does not work anymore. The caller did not have any further details. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient is in need of an MRI, but their implant is 100% discharged. They mentioned that a manufacturing representative met with the patient to attempt to recharge the ins but was unable to. The hcp stated that the patient has a hard time recharging the ins because they are homeless. They mentioned this issue began about a year and a half ago. The hcp stated that because the ins is depleted, the patient is experiencing on-going low back pain on their right side. They added that the therapy works well for the patient when stimulation is on. The patient was to follow-up with their healthcare provider.